Event description:
Reference number (B)(4). Event occurred in united kingdom, it was reported that patient faced an infusion set tubing was detached from connector on (B)(6) 2024. The blood glucose level was 15 mmol/l at the time of event. The infusion set was in use for 16 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.